Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1a1fd serial# implanted: (B)(6)2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that device did not seem to work. Patient stated that same time suffered same problems as they did before. Patient saw doctor 3-4 times and the doctor was not sure on what to do. On (B)(6) doctor adjusted lead wire in system. On (B)(6), they started suffering same problem but more severe and more consistent. They went back to doctor and they showed patient how to manipulate from diff programs and amplitudes to choose what might be the best relief to stop pain. Patient stated that happened again 2 days ago and was trying to attempt the programmer. Patient had a replacement of lead wire because patient suffering same and more severe pain. Patient got the device because of multiple sclerosis (ms) and had the urination issue up to 25 times per day. Patient started developing a stinging sensation in the genital area and that kept patient awake all night and went through other things and interstim was recommended. Patient stated that it had helped some. It reduced urination but stinging came back. Patient had not had an adjustment since revisions. They were on program 2 at .40v and stinging in rectum in program 3. Patient changed to 4 to .45v and had some discomfort in rectum area. Patient lowered this to .35v. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pain/stinging had been reduced and comes and goes. It was noted it was probably the result of ms and 'urinary trouble'. Installation of the device was noted as steps taken to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that 3 of the 4 programs stopped working and they were not getting stimulation. Patient stated they got a debilitating burning stinging sensation at the head of their penis and was unable to function in any fashion. They had tried turning stimulation off and when they did they noticed an improvement that it got better. Patient stated that sometimes when they got physical pain they turned it off and could urinate but continued to get the stinging. When patient turns stimulation back on, they do not get the stinging but could not urinate efficiently and when they could not urinate efficiently they got stinging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the loss of stimulation had not yet been found; one nurse, their neurologist and urologist did not know. The patient wanted to know why the implant was not working and why they were feeling a burning sensation; their healthcare providers did not know. It was recommended that they have their healthcare provider reach out to a manufacturer representative if needed, and noted that the patient had an appointment scheduled with their urologist on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They again reported device was not working and helping at all. They had first had the lead revised and replaced in (B)(6)2017 then finally the ins was replaced as well in (B)(6)2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that about 9 out of the 10 programs did not work for them and the device was replaced on (B)(4) 2019. They noted that this was only a year and a half after they got the device implanted that this happened. The patient stated that the issue began in (B)(6). Or (B)(6) 2018. They mentioned that they had not had any falls or had been in any car accidents but had played gold 10-15 times. The patient also took to sleep for their insomnia. The patient inquired about what they should do so this did not happen with the new device.

Manufacturer narrative:
(B)(4). See also manufacturer¿s report #3004209178-2019-04204 for the patient¿s subsequent device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were not getting any benefit from the first ins that was implanted. They stated that the problem was due to how the surgeon ¿placed it¿ as opposed to any problem with the actual ins. When asked when this issue was first noticed, the patient responded that they were placed with a temporary device to determine what side of the body to place the permanent implant on and they noticed the issue a month after that. The patient was redirected to their healthcare professional (hcp) for the issue. No falls or trauma were reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported again the ins stopped working. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.